Event description:
Tampon was completely open and it had unraveled - tampax [device breakage]. Case narrative: consumer reported via e-mail that the tampon was open and unraveled. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.